Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black foreign object was observed clogging the instrument channel inlet, and foreign material was present inside the nozzle. Based on the results of the investigation, a definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during a therapeutic endoscopic sphincterotomy procedure, the physician discovered that a black section (rubber material) midway along the sheath was stuck in the small intestinal videoscope. The procedure was completed using a backup device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.